Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced infection and erythema at the implant site. It was further reported that the device partially eroded through the skin. The icm was removed and the patient was placed on antibiotics. No further patient complications have been reported as a result of this event.